Event description:
The manufacturer was informed of this event through patient tracking database. Based on the information received from the patient implant form, annuloflex mitral annuloplasty ring af-830 which was implanted on (B)(6) 2011, was explanted on (B)(6) 2022. A carbomedics standard mitral prosthetic heart valve m7-023 was implanted in the patient as a replacement. The manufacturer has not received any allegation of a device malfunction nor of serious injury from the site regarding this event.